Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic and was found to have a hemoglobin of 6.8. The patient¿s nephew stated the patient has been pale and weak for one week. The patient was hospitalized on (B)(6) 2017 and treated with a blood transfusion. Coumadin and plavix were placed on hold and gastrointestinal was consulted. The patient was given protonix. Upper endoscopy (egd) and colonoscopy were performed and were negative for acute signs of bleeding. However, a small gastric nodule did demonstrate signs of recent bleeding. A video capsule study was performed on (B)(6) 2017 and showed bleeding in the duodenum. A push enteroscopy was performed on (B)(6) 2017 and revealed 2 non-bleeding duodenal angiodysplastic lesions which were treated with cautery. Coumadin was resumed but plavix remained on hold without further bleeding or need for transfusions. The patient was discharged on (B)(6) 2017. The principal investigator indicated the event was related to anticoagulation therapy. The ventricular assist device remains in use. No further adverse patient effects have been reported.